Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s spouse reported via phone call that the insulin pump had a partial display. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported there a white line across the top of the display which whites out the icons. Customer¿s spouse confirmed the white line will appear on every menu the customer will use. The troubleshooting was performed for partial display. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. No missing segments/partial display or white line across the display noted. The pump passed the self test, sleep current measurement, active current measurement, and the displacement test. The insulin pump was monitored for a day and no missing segments or display anomaly noted.